Event description:
It was reported that on (B)(6) 2024, a 27 mm navitor vision valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. During procedure, at the first deployment complete atrioventricular (av) block occurred and heart rate was decreased to 40 or less and did not return until the patient¿s leaving. Due to calcification was observed in the annulus of right coronary cusp (rcc) and left coronary cusp (lcc), the valve had a non-uniform expansion (nue), recapture was done twice. Nue got resolved after the third recapture. There was no problems with the deployment and the valve was implanted at a depth of 3mm at non-coronary cusp and 3mm at left coronary cusp. The patient left the operating room (op) with a temporary pacemaker placed through the internal jugular vein and with all pacing. On (B)(6) 2024, a leadless pacemaker was implanted. The patient was reported stable.

Manufacturer narrative:
An event of the valve not fully expanding (valve underexpansion), bradycardia, and heart block was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Information from the field indicated that during procedure, at the first deployment complete atrioventricular (av) block occurred and heart rate was decreased to 40 or less and did not return until the patient¿s leaving. Due to calcification was observed in the annulus of right coronary cusp (rcc) and left coronary cusp (lcc), the valve had a non-uniform expansion (nue), recapture was done twice. Nue got resolved after the third recapture. There was no problems with the deployment and the valve was implanted at a depth of 3mm at non-coronary cusp and 3mm at left coronary cusp. Based on available information, the root cause of the valve underexpansion appears to be related to patient conditions (calcification was observed in the annulus of rcc and lcc.). A cause for the reported bradycardia and heart block could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27 mm navitor vision valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. During procedure, at the first deployment complete atrioventricular (av) block occurred and heart rate was decreased to 40 or less and did not return until the patient¿s leaving. Due to calcification was observed in the annulus of right coronary cusp (rcc) and left coronary cusp (lcc), the valve had a non-uniform expansion (nue), recapture was done twice. Nue got resolved after the third recapture. There was no problems with the deployment and the valve was implanted at a depth of 3mm at non-coronary cusp and 3mm at left coronary cusp. The patient left the operating room (op) with a temporary pacemaker placed through the internal jugular vein and with all pacing. On (B)(6) 2024, a leadless pacemaker was implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.